Event description:
Nail broke at the bore-hole for the lag screw. No adverse consequence to the pt or surgical delay was rpeorted.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.